Manufacturer narrative:
The name of the initial reporter was not provided. The occupation of the initial reporter was not provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The system functions as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system kept blinking when it was being brought into the room. The site was unable to close the door or move the gantry. There was no patient present when this issue was identified.

Manufacturer narrative:
The name of the initial reporter was provided. The occupation of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.